Manufacturer narrative:
Citation: hongsakul, k., srihasarn, s., janjidamai, p., akkakrisee, s., bannangkoon, k., rookkapan, s., boonsrirat. The optimal time of percutaneous pharmacomechanical thrombolysis for the treatment of thrombosed hemodialysis arteriovenous graft. Seminars in dialysis 38 2025. Doi: 10.1111/sdi.13251 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the optimal time of percutaneous pharmacomechanical thrombolysis for the treatment of thrombosed h emodialysis arteriovenous graft the following medtronic devices were used: cragg-mcnamara microcatheters. Among all patient's adverse events / device product performance issues included: there were two cases of ruptured draining veins that required stent graft placement. There were two cases of arterial embolism succeeded treatment with thrombolysis and aspiration. There were seven cases of ruptured and one case of dissected draining vein that were successfully controlled by low-pressure balloon tamponade. There were 3 puncture site pseudoaneurysms that were successfully controlled by low-pressure balloon tamponade. There were 12 cases of perigraft hematomas that were conservatively treated. No further information was provided pertaining to medtronic products.